Manufacturer narrative:
One device received in poor condition. Visual inspection noted a faded line cord, quick connect corroded, enclosure was missing some paint and scratched up, front cover had a large scratch, water tank cover was cracked on bottom right, printed circuit board (pcb) was missing a light emitting diode (led) and missing a "stand off" on the liquid crystal display (lcd). Functional testing confirmed the complaint. When water was put in it automatically started leaking. The root cause was a cracked tank cover due to physical impact by the user. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
Additional information received on 4-july-2023 via email. Customer reported that there was no patient involvement and found issue during preventative maintenance.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from the "water bath". Patient involvement unknown.